Manufacturer narrative:
Depuy spine has requested return of the device(s) for eval. A follow up report will be filed upon receipt of the device and completion of the eval or if it is determined that the device is not available for eval.

Event description:
International affiliate reports that pt was first implanted in 2003 to treat posterior arthrodesis for localizing multiple myeloma t6-t10 device(s) was explanted due to t11 fracture. No other info has been provided regarding the type of device, catalog number, or lot number.